Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. Both setscrew capture washers were distended. This is a result from the setscrew being backed out too far and without correct use or working wrench. The device header was checked with an is-1 lead and fit was normal. The header was examined under high power microscope; seal plugs and adhesive appeared normal and seal appears to be intact. Device setscrews moved freely with no binding. Analysis has confirmed that the capture washers for the setscrews were distended which is a result from the setscrew being backed out too far and without the correct or working wrench. Electrically the device performed normally, operating as designed.

Event description:
Boston scientific crm received information that during the revision procedure after opening the pocket; this pacemaker was removed and it was noted that the lead was loose and came out of the header without the use of a screwdriver. The lead was connected back to the device; however, the setscrews could not be tightened. Multiple attempts were made to tighten the setscrew without success. The device was removed and successfully replaced. During the implant duration of the explanted device, all therapy was available and normal measurements were observed. The explanted device was returned for analysis. No adverse patient effects were reported.